Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of no magnet response and unsuccessful device interrogation. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinical observations were confirmed to be due to a depleted battery, analysis of the battery was unable to determine the root cause of the premature depletion.

Event description:
It was reported that programmer and communicator interrogation of this pacemaker system was unsuccessful and there was no magnet response. Battery depletion was suspected, and this pacemaker was explanted and replaced. No adverse patient effects were reported. Product return was requested.